Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported blacked out image issue could not be determined, however, the issue was likely the result of a faulty charged coupled device (ccd) unit. Additionally, the root cause of the observed peeling of the insertion tube coating could not definitively be determined, however, this issue was likely the result of physical/chemical stress. The insertion tube coating peeling issue can be detected/prevented by following the instructions for use which state: ¿·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities". ¿·important information ¿ please read before use¿ ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient¿. ¿·reprocesing manual_ general policy¿ ¿precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use and use under responsibility of a physician. Do not use if any abnormality is found¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the distal end glue was separated. The coating of the connecting tube was peeling off (greater than or equal to 1 x 1 mm2). The grip and the scope body were scratched. The connector plug unit was cracked. The charge coupled device was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image went black when using the evis exera iii bronchovideoscope. The issue was found during a bronchoscopic procedure. The procedure was minimally delayed as the device was replaced with a similar device. There were no reports of patient harm.